Event description:
It was reported to philips that the flexvision pc was not powering on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) inspected the system remotely and found flex vision pc was not powering on. To resolve the problem, hospital biomed replaced the pc and that pc was defective. Rse sent flex vision pc to the customer and the customer replaced this. After replacing the flex vision pc, system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.